Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, the clear plastic sleeve covering the implants on the fast-fix 360 popped off inside of the joint. It is unknown how the procedure was completed or if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.